Event description:
Customer reports the use by date on the compact test strip vial as 05/30/2009. Manufacturer's batch record confirmed the actual use by date to be 06/30/2008. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Retention samples have expired, therefore, only historical data is available.